Manufacturer narrative:
Device evaluation: the returned motor was functionally tested together with the returned primary console and flow probe. The system operated continuously for twenty two days with no faults reproduced. However, when the motor cable was bent at the motor body¿s cable exit site, the primary console sounded and displayed motor disconnected and flow sensor disconnected alarms and the ¿set rpm¿ option on the display panel of the primary console became unavailable. Once the motor cable was released back into its original position, the alarms could be cleared, the ¿set rpm¿ option reappeared, and the speed of the motor could be increased again. Although visual inspection of the motor cable revealed nothing conspicuous on its surface such as cuts or damage, measurements with a multimeter detected a temporary short circuit condition on one of the motor terminals which occurred as soon as the motor cable was bent at the cable exit site. Evaluation of the primary console¿s data log file revealed that the same fault pattern occurred during the reported event and when the short circuit condition was produced during the evaluation. The returned motor was determined to be for the cause of the reported event. The returned flow probe and primary console operated as intended throughout the investigation and passed all tests.

Event description:
Additional information: it was reported that a pump disconnected alarm sounded when the patient was transferred onto a table to have a CT scan and the motor cable was manipulated. Flow was able to be re-established after the motor cable was pushed more firmly into the primary console and the speed was initiated. This reoccurred twice before the decision was made to exchange the primary console, motor, and flow probe. No further issues occurred. It was reported that the patient was not injured due to the event.

Manufacturer narrative:
Concomitant medical products: primary console: serial number (B)(4), manufacturer date: 09/01/2011; flow probe 2nd generation: serial number (B)(4), manufacturer date: 09/01/2014. The motor is not a single use device. Approximate age of the device is 1 year and 11 months (calculated from the manufacture date of the motor). The devices have been returned for investigation. The evaluation is not yet complete. The event occurred at (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was placed on extracorporeal circulatory support. It was reported that the primary console, motor, and flow probe failed while in use on the patient. Additional information was requested; however, further information has not been provided.